Manufacturer narrative:
The manufacturer representative wen to the site and tried booting up several times to re-create the problem. However, the machine functioned properly every time. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the sites navigation system was showing an axiem communication error. The system was rebooted and the issue did not resolve. The emitter was not turned off in the software. The caller reported that the computer had just been replaced. Upon check up of the system, it was noted that the issue was not able to be replicated, as the machine functioned properly every time.